Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued repeated alert code 38 indicating a motor stall, insulin was not flowing through the cartridge, and insulin delivery was interrupted until the user restarted the device and replaced the luer connector, after which delivery resumed; blood glucose levels were elevated to 302 mg/dl during the event and no back-up therapy or medical intervention was used. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor and flow obstruction at the luer connection, which resolved after restart and luer connector replacement. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.